Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient demonstrated complete heart block on external monitoring in addition to dizziness. It was reported that the right ventricular lead exhibited high / rising thresholds in addition to non-capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.